Event description:
It was reported that during set up for a shoulder cuff repair surgery, it was noticed once the packaging of a footprint was opened, that the anchor´s head was broken, therefore it was not going to be suitable for implantation. Procedure was resumed with a non-significant delay, with a back up device.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The insertion device and a fractured anchor were returned with no suture material. The anchor is fractured and both pieces have biological debris on them. The insertion device also has debris on it. A review of the customer provided image finds the complaint device, wrapped for shipping, with the fractured anchor visible off the insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.